Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported inaccurate tka cuts and surgeon concern. Update: "the robot did not show red on the visual display and the planar probe was used and verified the cut to be ¿1.5mm deep."

Event description:
Mps reported inaccurate tka cuts and surgeon concern. Update: "the robot did not show red on the visual display and the planar probe was used and verified the cut to be ¿1.5mm deep."

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: reported problem ¿ inaccurate tka cuts action taken ¿first removed all covers and visually inspected all joints and found j2 bump stop plunger was stuck inside the cylinder allowing approximately 2mm of extra travel in the joint. Replaced j2 bump stop. Then performed find homing constants and kinematic calibration on both sides of system. Also removed the robot¿s cpci and installed new cpci then reloaded configuration files on the new f17 hard drive. Performed the following tests-transmission check-phase check-find friction constants-motor bandwidth-optical compliance-camera accuracy check-auto arm accuracy check on both sides system ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed to be potentially caused by bump stop jam as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.